Event description:
It was reported that during a laparoscopic low anterior resection procedure, the valve was torn and the torn valve came out of the patient when a forceps was taken in and out. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the b12srt was returned with one of the seals torn in the area that assemble with the crown and out of position. Furthermore, a damage on the body seal was noted. One potential cause for the damage found may be the insertion of surgical devices through the trocar. No incident related to the reported event was observed during the batch record review.